Event description:
It was reported that a user experienced loss of dexcom g7 cgm signal to the ilet while the sensor remained connected to the g7 mobile application, and the issue was resolved after restarting the ilet, toggling the cgm selection between g6 and g7, and re-entering the pairing code, after which the cgm reconnected to the ilet. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on health, no medical intervention, and no hospitalization. Investigation included technical support troubleshooting and user guidance. Investigation of this case revealed a connectivity issue that was corrected through pairing and configuration steps, with the device functioning as expected after reconnection. It was concluded that the event was related to cgm-to-pump communication and was addressed through standard troubleshooting, with no device failure confirmed.